Manufacturer narrative:
Unit received with blank display due to corroded electronics assembly. Unable to verify low battery alert less than 1 week due to corroded blank display. Motor, force sensor and keypad traces at the flex fingers was also corroded. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test due to blank display. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had low battery. Customer's blood glucose value was unknown at the time of the incident. Customer will return device for analysis.